Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap appeared normal and the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind after changing set and reset. During troubleshooting, the customer mentioned a high blood glucose of 328 mg/dl that was treated with the insulin pump. Troubleshooting was declined for the high reading. The customer also stated being hospitalization for diabetic ketoacidosis in the morning of (B)(6). The customer stated that they found other medical conditions indicating an artery blockage as the events leading to hospitalization. The customer was given insulin IV drip and was wearing the insulin pump during hospitalization. The cannula was also noticed to be bent but troubleshooting was also declined. The customer also mentioned a diabetic ketoacidosis the year prior. Per motor error troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.